Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had the arterial pressure and augmentation waveforms spike in size rate when on battery, but while on ac it returns back to normal. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) troubleshot, found issue was related to the front end board, ordered part and returned at a later date for repair. Installed a new front end board, and recalibrated pressure values. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.